Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the taper of the stem revealed moderate corrosion. The stem taper was cleaned and left implanted.